Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. A review of invoice history revealed that a procedure occurred on (B)(6) 2003 to implant an acetabular cup and liner. The patient underwent a revision procedure on (B)(6) 2013 to replace the acetabular liner due to unknown reasons. A subsequent revision procedure was performed on (B)(6) 2015 due to proximal bone loss caused by distal loading. The femoral stem, acetabular liner, modular head, and locking ring were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.